Manufacturer narrative:
Device was not implanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported the operator used a 6fr angio-seal vip for hemostasis. However, the operator found it difficult to insert the sheath and dilator through the guidewire even after a few attempts. The operator decided to replace the unit with a new 6fr angio-seal vip and it was able to deliver smoothly. Hemostasis was successfully achieved with the second angio-seal, and the patient showed no complication. Additional information was received on april 24, 2018. The procedure being performed was a femoral approach for angioplasty. A 6fr procedure sheath was used. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. A pre deployment angiogram was not performed. There were no other devices or equipment used with the angio-seal.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation. One 6 fr angio-seal vip device was returned for evaluation, the hemostasis sheath and arteriotomy locator. No outward signs of damage or deformation were noted. The sheath was examined under a microscope and no breaks in the hydrophobic coating were noted. The sheath and locator assembly was also slightly curved. The tip of the hemostasis sheath was examined and yellow residue was noted confirming the presence of mdx coating. The locator and sheath were mated and a sample guidewire was inserted into the locator which was able to slide inside smoothly and was able to the travel completely through the cannula. The mated dilator assembly was inserted in a fixture to test for tortuosity and the assembly was able to slide freely and flex as intended. There is no evidence that this event was related to a device defect or malfunction. There were no anomalies found on the returned device, it is likely due to the temporary obstruction during insertion by subcutaneous tissue or fat.